Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that a persistent error 23008 occurred on arm4 of the system. The user contacted the tse before docking to address this issue. It was confirmed that arm4 was free to move and that the drapes were not interfering with its movement. The tse guided the user through a hard power cycle on the patient side cart (psc) and exercised arm4 through its range of motion against the brakes. However, the system powered back on with no change in the error status. Consequently, the customer decided to disable arm4 and proceed with a three-arm setup. No known impact or patient consequence was reported. A procedure delay was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified prior to starting-post-anesthesia, with the ports already in place.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm 4 was analyzed and the reported 23008 error p1=1 was confirmed and replicated. In logs, the 23008 error was found indicating pot to encoder error fault on the axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp (patient side cart (psc) fixture test platform) where sine cycle was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight assembly with pca (printed circuit assembly) was aba tested and was verified to be the source of the fault. The probable root cause based on findings from failure analysis may be attributed to sensing error pertaining to the yaw searchlight assembly within the printed circuit assembly (pca). This issue can be resolved by replacing the usm.